Event description:
It was reported that the patient experienced a loss of stimulation on the right side. X-ray was taken and revealed lead migration. Reprogramming was performed, however, unsuccessful. The patient underwent a lead revision procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7074320.